Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported leak was able to be confirmed. The returned device analysis identified a leak in the distal end of the strain relief, which was found when the balloon catheter was pressurized. The complaint database was queried for the reported lot which revealed no other incidents. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. Further assessment of this issue per site operating procedures was performed and corrective actions were implemented. The performances of these devices will continue to be monitored.

Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery. A non-abbott guide wire successfully crossed the lesion and the arteriography revealed a 90% stenosis. The armada 35 balloon catheter was intended to be used for pre-dilatation and it successfully reached the lesion site via the guide wire. The armada 35 was inflated with an indeflator with the contrast ratio of 1:1. When the pressure reached to 8 atmospheres, the diameter was less than 4 mm and it was found that the joint of the proximal shaft was leaking and the armada 35 was removed from the patient's anatomy. Once outside of the anatomy, the armada 35 was still leaking. The device was changed for a fox cross balloon catheter and the stenosis was alleviated. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.